Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. No disposable alarm messages were found in the pump's event history logs after starting. Visual and functional testing were performed. Nda testing as per fm-dp-20085-07 performed. Battery loss alarm test: pump ran 2min 32.45sec, pump alarmed 2min 31.22sec, stop watch #6722 test: passed fm-dp-20085-08 performed. Fluid ingression found on pump by the chassis base of the downstream occlusion sensor and upstream occlusion sensor. This issue was customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump. The downstream occlusion sensor was replaced.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device had a double beep no cassette. There was no patient, or clinician injury associated with these occurrences. It occurred during testing. No further details provided at this time.